Event description:
It was reported that torque limiting did not occur when the x15 torque driver was being used to final tightening of a mountaineer system screw. The driver continued to be turned, causing the screw to pop out of the lateral mass bone when force was applied do the screw. The screw was repositioned with a different trajectory. The difficulty resulted in a minor disturbance to the bone with no structural significance and a delay of approximately thirty minutes to the procedure. Concomitant devices: mountaineer screw, f/a screw, 188318312; mountaineer polyaxial screw - inner screw, 188342200.

Manufacturer narrative:
A follow up rpeort will be filed upon receipt of the device and completion of the investigation.